Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: the information provided indicated that the balloon was used to dilate the ampulla. This area is not intended for the use of this device and is the most likely cause for the reported observation. The intended use in the instructions for use states: "this device is used to dilate strictures of the biliary tree." Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that the balloon was used to dilate the ampulla, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook quantum ttc biliary balloon dilator. A leak was observed with the device. The balloon was entered into the patient ,and the distal end of the balloon was outside the ampulla. When the user began to fill the balloon, they noticed the distal part, outside the ampulla, was shooting dye out of a pinhole leak. Customer removed device once observed and used another of the same to complete the procedure a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.